Event description:
Ciba focus daily wear contact lens. Two separate incidents of lenses this morning were opened with lenses that had large chips missing from the lens. The reporter had to have a physician remove pieces of the contact lens from their eye.